Manufacturer narrative:
Device evaluation: the unit was received at the international service center for evaluation. The reported complaint of v60 vent was powered off, the device rebooted automatically, buttons were not easily to operate on the screen and unit automatically jumped to the setting screen without handling was not duplicated by the service technician. Resolution and disposition: user interface board was replaced for prevention.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported that when the v60 vent was powered off, the device rebooted automatically. The buttons were not easy to operate on the screen. When stand-by mode was pressed, the device did not go to stand-by mode. The device automatically jumped to the setting screen without handling. There was no patient involvement associated with this event.